Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system exhibited an error, locked up and could not be recovered. There is no report of a patient injury or death associated with this event.